Event description:
It was reported that an ilet user experienced difficulty navigating the touchscreen and became stuck on the graph screen, after which the device was restarted via the mobile app and returned to normal function, with sensor glucose readings delayed immediately following the restart. Symptoms included no reported adverse health effects. Outcomes included no hospitalization, no alerts or alarms, and restoration of normal device function after guidance. Investigation included customer service troubleshooting and user education on device operation and expected post-restart sensor reconnection time. Investigation of this case revealed touchscreen interaction issues consistent with user interface use error, and the system behavior returned to expected performance after restart. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the touchscreen leading to perceived screen unresponsiveness, with device functioning as designed after restart.